Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The device immediately alarmed system fault 45636 and was unable to power on. The printed wire assembly was replaced to address this issue, along with the dso seal.

Event description:
It was reported that the pump displayed error code 45636. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.